Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that the insulin pump did not deliver basal. Customer's blood glucose was unknown mg/dl. The customer when to see health care provider and gave them different pump to test if problem will appear again. The customer was advised to revert to sure-t infusion sets as there was a suspicion tha the quick set that were used by the patient had bent cannulas. The customer's nurse asked to replace current infusion sets form quickset to sure t and contact the customer.